Event description:
This spontaneous report of a non-serious, unlabeled event (capillary disorder) is being submitted as a 10-day report. A nurse practioner reported a (B) (6) female patient received an injection of restylane injectable gel (injectable dermal filler) to the nasolabial folds and lips on (B) (6) 2008. Anesthesia in the form of dental block was used pre-procedure. Medical history included previous restylane and botox without difficulty. Concomitant medications included estrogen. The patient reported in (B) (6) 2008 that she had been noticing broken capillaries (capillary disorder) in the nasolabial fold area, more on the left side than right. Treatment included intense pulse light (ipl) on (B) (6) 2008 and (B) (6) 2008. The nurse practitioner reported the treatment helps the event, but it does come back after a couple of weeks. The nurse practitioner's opinion of causality was related to the procedure. The nurse practitioner stated she was not sure if the injection technique or the product caused the event.

Manufacturer narrative:
(B) (4). Additional PMA/510(k)#: p040024.